Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 76-2603; lot# unknow; qty:(B)(4). Item# 76-2412; lot# unknown; qty:(B)(4). E1: full establishment name ¿ :(B)(6) medical center. E1: full establishment street address -(B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery (B)(6) 2021: contributing factors of event metastatic colon cancer. Thoracotomy, en bloc chest wall resection of ribs 3, 4, & 5, re-resection of superior margin of chest wall, mesh placed to cover entire defect, then titanium plates and 2 screws for each rib, no complications. Revision surgery (B)(6) 2022: preop diagnosis: painful bony thorax reconstruction, excision of plates and screws, noted 3 plates were fractured and mass type of growth sent to path, no infection or devitalized tissue, no complications. Office visit (B)(6)2022: great improvement noted since surgery, reports small serous drainage, upon exam incision healing well, small amount of drainage from thoracostomy tube site. Part and lot identification are necessary for review of device history records, and lot number was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three (3) ribfix blu plates fractured post-operatively. Subsequently, the patient underwent device explanation approximately one (1) year and three (3) months post-implantation. No additional implants were implanted at the time of the revision. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the initial procedure was a right sided thoracotomy with resection of ribs 3,4, 5 and plating due to metastatic colon cancer chest mass. Subsequently, the patient developed pain and on x-ray it was revealed that all three implanted plates had fractured. The plates were explanted with no replacement of product, a mass type growth continued to be observed at the site. The patient tolerated the procedure well and no complications were noted. Further details have not been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h6; h11. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: e1 surgeon name. The following sections were updated: b4, b5, g3, g6, h2, h11. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/CT images were provided and reviewed by a health care professional. Two lateral scout CT images of the chest demonstrate three malleable plate and screw fixation devices involving the right-sided ribs with fracture of all three plates. Implants are appropriately sized but fractured. No evidence for trauma but evaluation is significantly limited as these are limited field of view images from a scout CT. Initial surgery: contributing factors of event metastatic colon cancer. Thoracotomy, en bloc chest wall resection of ribs 3, 4, & 5, re-resection of superior margin of chest wall, mesh placed to cover entire defect, then titanium plates and 2 screws for each rib, no complications. Revision surgery: preop diagnosis: painful bony thorax reconstruction, excision of plates and screws, noted 3 plates were fractured and mass type of growth sent to path, no infection or devitalized tissue, no complications. Office visit 3 weeks post revision: ¿great improvement¿ since surgery, reports small serous drainage, upon exam incision healing well, small amount of drainage from thoracostomy tube site. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records and CT images. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00395 and 0001032347-2022-00397. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three ribfix blu plates broke post-operatively. Attempts have been made and no further information has been provided.